Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-70, serial/lot #: (B)(4), description: artisan surgical lead, 70cm.

Manufacturer narrative:
Additional information was received that the ipg was just relocated as it was too close to his midline back.

Event description:
A report was received that the patient underwent a revision procedure wherein the device was relocated for comfort. No device malfunction was suspected. The patient was reportedly doing well postoperatively.

Event description:
A report was received that the patient underwent a revision procedure wherein the device was relocated for comfort. No device malfunction was suspected. The patient was reportedly doing well postoperatively.